Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the segment broken, the lcb (light carrying bundle) broken, the connecting receptacle corroded, the suction channel dirty, the lg water supply tubes dirty, the lg air supply tubes dirty, the control body disinfections damage, the distal body worn out, and the ccd drive pcb defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.